Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / fallopian tube rupture"), device dislocation ("migration/migration of essure device"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 006514-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (06feb2010, 10jan2012, 05jun2014, 02may2017). Essure confirmation test on (B)(6) 2015, (B)(6) 2018 and (B)(6) 2018, total bilateral occlusion unilateral occlusion (left tube occluded), unable to complete hsg. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since march 2016 and medroxyprogesterone acetate (depo provera) since august 2014. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss/hair loss") and amenorrhoea ("hormonal changes describe: no menstruation"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced vaginal discharge ("discharge/vaginal discharge"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal infection ("(bladder/urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric, condition: anxiety, depression") and depression ("psychological or psychiatric, condition: anxiety, depression"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with antibiotics, blood transfusion, auxiliary products and iron. Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, anaemia, amenorrhoea, vaginal infection, migraine, headache, pregnancy with contraceptive device, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, amnesia, anaemia, anxiety, bladder disorder, cystitis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: subsequent to the implantation of the essure device, the plaintiff suffered one or more of the cited symptoms. Plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries, failure to occlude fallopian tubes. Patient called states had elective abortion on (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / fallopian tube rupture"), device dislocation ("migration/migration of essure device") and genital haemorrhage ("abnormal bleeding") in an adult female patient (gravida 5, para 4) who had essure (batch no. 006514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida and parity 4 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2014, (B)(6) 2017). Concomitant products included cilest (ortho tri-cyclen) since (B)(6) 2016 and medroxyprogesterone (depo provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss/hair loss") and amenorrhoea ("hormonal changes describe: no menstruation"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device ("pregnancy"). In 2016, the patient experienced vaginal discharge ("discharge/vaginal discharge"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal infection ("(bladder/urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric, condition: anxiety, depression") and depression ("psychological or psychiatric, condition: anxiety, depression"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, blood transfusion, auxiliary products and iron. Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, anaemia, amenorrhoea, vaginal infection, migraine, headache, pregnancy with contraceptive device, anxiety and depression outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, amnesia, anaemia, anxiety, bladder disorder, cystitis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: subsequent to the implantation of the essure device, the plaintiff suffered one or more of the cited symptoms. Plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries, failure to occlude fallopian tubes. Patient called states had elective abortion on (B)(6) 2015 diagnostic results: essure confirmation test on (B)(6) 2015, (B)(6) 2018 and (B)(6) 2018, total bilateral occlusion unilateral occlusion (left tube occluded), unable to complete hsg. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs and mr received. Evenmts per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, blood or heart disorder/condition type: anemia, hormonal changes describe: no menstruation, infection(bladder/urinary tract/vaginal) type: vaginal, migraines / headaches, migration of essure device ,pregnancy (termination), psychological or psychiatric, condition: anxiety, depression were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / fallopian tube rupture"), device dislocation ("migration/migration of essure device"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient (gravida 5, para 4) who had essure (batch no. 006514-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 2010, (B)(6) 2012, (B)(6)2014 , (B)(6) 2017). Concomitant products included cilest (ortho tri-cyclen) since (B)(6) 2016 and medroxyprogesterone (depo provera) since (B)(6) 2014. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss/hair loss") and amenorrhoea ("hormonal changes describe: no menstruation"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced vaginal discharge ("discharge/vaginal discharge"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal infection ("(bladder/urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric, condition: anxiety, depression") and depression ("psychological or psychiatric, condition: anxiety, depression"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, blood transfusion, auxiliary products and iron. Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, anaemia, amenorrhoea, vaginal infection, migraine, headache, pregnancy with contraceptive device, anxiety and depression outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, amnesia, anaemia, anxiety, bladder disorder, cystitis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: subsequent to the implantation of the essure device, the plaintiff suffered one or more of the cited symptoms. Plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries, failure to occlude fallopian tubes. Patient called states had elective abortion on (B)(6) 2015. Diagnostic results: essure confirmation test on (B)(6) 2015, (B)(6) 2018, total bilateral occlusion unilateral occlusion (left tube occluded), unable to complete hsg most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Update of information (fu ptc declined by qa (no valid batch)). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / fallopian tube rupture"), device dislocation ("migration/migration of essure device"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient (gravida 5, para 4) who had essure (batch no. 006514-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2014, (B)(6) 2017). Concomitant products included cilest (ortho tri-cyclen) since march 2016 and medroxyprogesterone (depo provera) since (B)(6) 2014. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss/hair loss") and amenorrhoea ("hormonal changes describe: no menstruation"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced vaginal discharge ("discharge/vaginal discharge"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal infection ("(bladder/urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric, condition: anxiety, depression") and depression ("psychological or psychiatric, condition: anxiety, depression"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, blood transfusion, auxiliary products and iron. Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, anaemia, amenorrhoea, vaginal infection, migraine, headache, pregnancy with contraceptive device, anxiety and depression outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, amnesia, anaemia, anxiety, bladder disorder, cystitis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: subsequent to the implantation of the essure device, the plaintiff suffered one or more of the cited symptoms. Plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries, failure to occlude fallopian tubes. Patient called states had elective abortion on (B)(6) 2015. Diagnostic results: essure confirmation test on (B)(6) 2015, (B)(6) 2018, total bilateral occlusion unilateral occlusion (left tube occluded), unable to complete hsg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / fallopian tube rupture"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, pelvic pain, rash and vaginal discharge to be related to essure. The reporter commented: subsequent to the implantation of the essure device, the plaintiff suffered one or more of the cited symptoms. Plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.